Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unspecified mentor saline breast prostheses and suffered from unspecified symptoms. The patient reported that her symptoms were mild but increasing. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo bilateral explantation on an unspecified date. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
On 12-jan-2021, mentor received additional information about the event. Additional unexplained systemic symptoms were reported, including back pain, shoulder pain, muscles being pulled down from the weight, joint pain, eye pain, digestive problems, calcification forming around the implants, and additional unspecified symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: the incorrect person was input into block e for the initial reporter in the initial report submitted to the FDA. This correction report contains the correct information for the initial reporter. Manufacturer¿s reference number: (B)(4).